Event description:
The physician was using the crosscath support catheter to recannulate the superior femoral artery when the second radiopaque band came off inside the pt. The physician stated the band stuck in the wall and believes it is small enough that this will not cause harm to the pt. Therefore, no attempts were made to remove the band. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experienced any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). Event still under investigation.